Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 23mm 11500a aortic valve implanted two (2) years, four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm 11500a aortic valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry and medical records, it was learned a 23mm 11500a aortic valve implanted two (2) years, four (4) months, was explanted due to strep mitis endocarditis. The explanted device was replaced with a 25mm 11500a aortic valve. Patient post-operative status noted as in recovery. Per medical records, patient presented with progressive weakness, ruq pain, flank pain, and fevers. Patient with recent history of acute cholecystitis requiring emergent open cholecystectomy, found subsequently to have infections of 23mm 11500a aortic valve, possible vegetation with embolic events and kidney. Subsequently, embolic events to the right leg after recovery from her abdominal surgery and required foot surgery. Patient underwent re-do aortic valve replacement. Evaluation internally revealed no gross vegetations, but small areas of abnormality in the valve and small areas of abnormality on the undersurface of the valve consistent with possible prior infection. Patient required root replacement. The annulus was sized for a 25mm 11500a aortic valve. The 25mm valve was secured into a 30 mm gelweave graft. Patient was separated from cardiopulmonary bypass without substantial difficulty. Mild to moderate rv dysfunction when volume loaded but otherwise reasonable function with appropriate lv function. The patient had some worsening rv worsening after products delivered. This improved subsequently after closure. Repeat blood cultures found to have strep mitis bacteremia, due to renal infarct.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.